Event description:
The user facility reported that at the time of setup, no anomaly was noticed, and extracorporeal circulation was started to circulate cooling water. After a while, it was noticed that that water was leaking and dripping. The status was looked at for a while; however, the water leakage did not stop. After stopping the water circulation and disconnecting the port from the coupler to confirm, physical damage was found to the edge of lower water port. Since there was not much water leakage, the oxygenator continued to be used. Replacing the oxygenator was considered; however, since the leakage was not large enough, it was continued using. The operation was finished successfully. There was no patient injury or medical/surgical intervention required. The patient was not harmed. The event occurred intra-operative.

Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: clinical engineer. Visual inspection of the actual sample found that the distal end of water port on the outlet side had been deformed. Leak test of the actual sample: after connecting the coupler to the water port, the water was circulated. As a result, leakage was found. Magnifying inspection of the actual sample: it was found that the distal end of water port had been irregularly deformed. The manufacturing record and the shipping inspection record of the actual sample found no anomaly. No other similar report of the product with the involved product code/lot number was found. Based on the investigation result, it was likely that the distal end of water port was deformed due to some force suddenly being applied to it. In the manufacturing process, 100% leak test was performed after the assembling process of this product. Therefore, it was inferred that the deformation of water port occurred after the leak test. However, from the condition of actual sample, it was not possible to clarify when the force was applied. Relevant instructions for use (IFU) reference: "do not use if the package or device is damaged (e.g., cracked) or any of the port caps are off." "If the product is dropped during set-up, do not use it. Replace with another device." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.